Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips scissored and were also ejecting from the jaws of the device. Another device was used to complete the case. There was no consequence to the pt.